Event description:
It was reported that the patient presented in clinic. Upon interrogation, high capture thresholds were noted on the right ventricular (rv) lead. The physician capped and replaced the lead on (B)(6) 2022. No patient symptoms were reported.